Event description:
Procedure: lap chole. According to the reporter, during use, the insulation part of the outer cylinder was detached. The staff used another device. There was no pt injury reported, and nothing fell into the pt cavity. The procedure was not extended than 30 minutes. No pt info available.

Manufacturer narrative:
(B) (4).